Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer did not provide the product information, therefore, no information was captured (model # and lot #). The customer stated that the expiration date of the suspected contour next control solution was 2021. Since no month for the expiration was provided, device manufacture date could not be determined.

Event description:
The customer from (B)(6) called ascensia customer service to receive help perform testing with controls on his contour next meter. During the call, the customer ran control tests and obtained readings of 8.3 mmol/l at 3:16 p.m. And 8.5 mmol/l at 3:29 p.m. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer only returned the suspected contour next meter for evaluation. The test strips and control solution were not returned. Therefore, in-house contour next test strips and contour next control solution were used to perform testing with the returned meter, which gave a satisfactory performance. All control readings obtained during in-house testing were properly marked as control readings in the meter's memory.